Event description:
It was reported the footstep where the patient can stand on it has come off / seems to be broken. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Ref ID: (B)(4). The investigation still in-progress.

Manufacturer narrative:
Reference ID (B)(4). Combidiagnost r90 is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. When the footrest is not locked into place on both sides, it can slide off the table when the table is tilted up. Philips received a complaint on combidiagnost r90 indicating that the footboard on the table come off / seems to be broken. The device was in use and there was no harm to the patient or user. Field service engineer (fse) performed analysis and concluded that plastic part (teflon tape) in the guide of the kick was loose, causing it no longer holds reliably on the table. The footrest was fixed. The device was checked and found to be functioning properly. Based on the information available and the testing conducted, the cause of the reported problem was wear and tear. The reported problem was confirmed by the customer.